Event description:
Event description cpi received information that this epicardial lead and implantable cardioverter defibrillator (ICD) system exhibited a high voltage impedance fault. The entire system was replaced.